Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible damage observed. Acqpc was installed into a gold standard system and tested. The system meets specifications of the ilab system functional feature test. In addition to functional test, ten cases were executed and reviewed ¿ no failures were observed. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-07609 and 2134265-2016-07610. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown catheter and unknown sled. However, pullback stopped halfway through. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-07609 and 2134265-2016-07610. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown catheter and unknown sled. However, pullback stopped halfway through. No patient complications reported.